Event description:
Blood glucose measured 500 mg/dl at 7 pm, 300 mg/dl at 7:02 pm, and 127 mg/dl at 7:05 pm. Reporter indicated taking normal amount of insulin the previous night before and the day of the alleged event. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.